Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Cement manufacturer was unknown. The patient being revised for suspected loose attune tibia (1st generation). Tibia was found to be grossly loose. Revised to attune revision tibia with sleeve and stem. No further patient information available. Doi: unknown, dor: (B)(6) 2020, right knee.